Event description:
The device defibrillator was used to deliver energy to the pt 6 times in succession. Reportedly, with subsequent discharges of defibrillator energy, the device would display "shock abnormal". The pt was pronounced at the hosp. The reporter stated that pt outcome was not affected by the event, due to continued device use.